Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose. It was reported that customer treated low blood glucose with candy and was no able to recover. Customer's blood glucose was 60 mg/dl. It was reported that the paramedics were call on (B)(6) 2015. Customer had symptoms of pain in the leg. Caller reported that insulin pump went into threshold suspend during the night. Troubleshooting was performed on insulin pump and it was found that cusomer may have taken reservoir out prior to disconnecting. Customer was advised to contact healthcare professional regarding low blood glucose and to monitor insulin pump.